Manufacturer narrative:
On (B)(4) 2016 the customer found disconnected tubing at the blood sampling valve (bsv) that caused the leak. The customer reattached the tubing and the instrument ran without leaks or errors. Startup passed and no errors were observed. The repairs were verified per established procedures. (B)(4). Customer fixed the instrument.

Event description:
The customer reported an uncontained clear leak of about 1 ml or more from the coulter hmx analyzer during startup. There were front blood detector voltage error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.